Event description:
It was reported by a medwatch ((B)(4)) that "(B)(6) male was scheduled and prepped for a liver transplant,. The patient was to be placed on venovenous bypass. During placement of the perfusion cannula in the right internal jugular vein, the cannula was advanced over wire without resistance. Upon removal of guidewire, observed spring over guidewire unraveled from wire. When bypass was initiated the patient became severely hypotensive with subsequent cardiac arrest. It was later discovered that the patient had injury to the superior vena cava. The patient later expired that evening." Additional information gathered from hospital, that the guidewire had tracked into the patient's "thoracic cavity"; subsequently causing the catheter to follow the guidewire, this was not noted until the initiation of bypass. The patient's injury was a tear of the superior vena cava that was found upon the surgeon opening the patient's chest cavity.

Manufacturer narrative:
Hospital reported uf number as (B)(4). Device was not retained for evaluation into root cause. This device was used off indication for use. This is a femoral cannulae that was used by the facility in the jugular for veno venous bypass for a liver transplant. The product was not returned and the root cause could not be determined for this event. Therefore a CAPA will not be initiated for this event. This information will be included in trending and future CAPA determinations.